Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead. It was noted that the old lead appeared to have been fractured just distal to the strain relief on the swift lock anchor. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts of one lead. The patient denies any traumatic events prior to the change in stimulation. Reprogramming attempts were able to program around the impedances and provide some therapy. To address the issue, the physician plans to perform a revision at a later date.